Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4). Lead ((B)(4)).

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was difficulty during implant. The patient had problem with their paddle during the implant surgery. The paddle did not sit as close their spine as they wanted. When the patient woke up in recovery, they had abdominal pain. The patient got up to go to the bathroom and lost ability to move their legs while in the bathroom. The patient was carried back to their bed and was in a lot of pain. A CT scan was done which showed that the patient had a blood clot under the paddle. When the patient stoop up, the blood clot and paddle pinched the nerve. The patient stated that they had stenosis. The patient stated that it took a couple of hours and "they removed a whole portion of bone." The patient stated that "the bone was not on it to keep it in place." This occurred (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.